Manufacturer narrative:
Age at time of event: age at time of enrollment - (B)(6) years old. Device is a combination product.

Event description:
It was reported that the patient had claudication of the left lower extremity and critical ischemia of the left foot. The patient was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the distal superficial femoral artery (sfa) with 95% stenosis and was 120 mm long with a proximal reference vessel diameter of 4.00 mm and distal vessel diameter of 4.5 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6.0 x 150mm study stent. The event is described as acute distal embolization of the left peroneal artery and stenting of the sfa. Following post-dilation, residual stenosis was 0%. On (B)(6) 2016, the patient was discharged on dapt. On (B)(6) 2018, the patient complained of claudication in her left lower extremity. On (B)(6) 2018, the patient presented to the hospital with complaints of chest pain, shortness of breath, and claudication of the left lower extremity. The patient stated she had been having symptoms since (B)(6) 2018. Cardiac catherization was performed which revealed severe disease noted in the rca for which the patient underwent stenting. The patient was complaining of increased symptoms in the left leg, the patient was referred for left leg arteriography. The angiogram revealed that the sfa was diseased in its proximal third and occluded subsequently. On (B)(6) 2018, the patient visited the hospital for evaluation of his ischemic left foot. The patient was recommended for admission for pain and vascular treatment and look towards possible femoral-popliteal bypass because of recurrent stent failures. The patient stated she must work on an outpatient basis. On (B)(6) 2018, the patient visited the hospital due to lower extremity severe wrist pain and still complained of left lower leg pain. On (B)(6) 2018, the patient was hospitalized for the planned surgery and subsequently put on heparin. The patient complained of worsening pain, new skin color changes, paresthesia's in toes and splotchy red spots of left feet. Upon examination, the patient has doppler able pulse and decreased sensation in the left foot. On (B)(6) 2018, the patient's pain was slightly noted to be improving on heparin. On (B)(6) 2018, the patient had cardiac catheterization done as she had chest pain which revealed a patent stent in the rca. On (B)(6), the stenosis noted in the proximal left sfa extending to the distal sfa was treated with a left lower extremity femoropopliteal bypass grafting with reverse saphenous. Additionally, thrombectomy was performed in the distal popliteal artery before anastomosis. On (B)(6) 2018, revision of the left femoral-popliteal artery bypass with patch using right greater saphenous vein was performed. On (B)(6) 2018, the patient was discharged on dapt.

Event description:
It was reported that the patient had claudication of the left lower extremity and critical ischemia of the left foot. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the distal superficial femoral artery (sfa) with 95% stenosis and was 120 mm long with a proximal reference vessel diameter of 4.00 mm and distal vessel diameter of 4.5 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6.0 x 150mm study stent. The event is described as acute distal embolization of the left peroneal artery and stenting of the sfa. Following post-dilataion, residual stenosis was 0%. On (B)(6) 2016, the patient was discharged on dapt. On (B)(6) 2018, the patient complained of claudication in her left lower extremity. On (B)(6) 2018, the patient presented to the hospital with complaints of chest pain, shortness of breath, and claudication of the left lower extremity. The patient stated she had been having symptoms since (B)(6) 2018. Cardiac catherization was performed which revealed severe disease noted in the rca for which the patient underwent stenting. The patient was complaining of increased symptoms in the left leg, the patient was referred for left leg arteriography. The angiogram revealed that the sfa was diseased in its proximal third and occluded subsequently. On (B)(6) 2018, the patient visited the hospital for evaluation of his ischemic left foot. The patient was recommended for admission for pain and vascular treatment and look towards possible femoral-popliteal bypass because of recurrent stent failures. The patient stated she must work on an outpatient basis. On (B)(6) 2018, the patient visited the hospital due to lower extremity severe wrist pain and still complained of left lower leg pain. On (B)(6) 2018, the patient was hospitalized for the planned surgery and subsequently put on heparin. The patient complained of worsening pain, new skin color changes, paresthesia's in toes and splotchy red spots of left feet. Upon examination, the patient has doppler able pulse and decreased sensation in the left foot. On (B)(6) 2018, the patient's pain was slightly noted to be improving on heparin. On (B)(6) 2018, the patient had cardiac catheterization done as she had chest pain which revealed a patent stent in the rca. On (B)(6), the stenosis noted in the proximal left sfa extending to the distal sfa was treated with a left lower extremity femoropopliteal bypass grafting with reverse saphenous. Additionally, thrombectomy was performed in the distal popliteal artery before anastomosis. On (B)(6) 2018, revision of the left femoral-popliteal artery bypass with patch using right greater saphenous vein was performed. On (B)(6) 2018, the patient was discharged on dapt. It was further reported that angioplasty to left sfa was performed on june 2018. On (B)(6) 2019, the event was considered to be resolved.

Manufacturer narrative:
Age at time of event: age at time of enrollment - 53 years old. Device is a combination product.